Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited high threshold measurements with loss of capture along with high out of range pacing impedance measurements of greater than 2000 ohms for an unknown reason. A revision procedure was performed where the rv lead was surgically abandoned. The pacemaker was moved to the opposite side of the patient's body and a new rv lead was implanted. The right atrial (ra) port was plugged on the pacemaker. No additional adverse patient effects were reported.